Manufacturer narrative:
The reported event confirmed during the visual inspection. The device was scrapped, as it was not repairable.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the handle broke off the thoracic pedicle feeler. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the handle broke off the thoracic pedicle feeler. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.